Event description:
It was reported through a journal article that two patients who underwent cementless primary total knee arthroplasty developed postoperative stiffness and subsequently underwent manipulation under anesthesia approximately five months and approximately three months postoperatively, respectively. The patients achieved recovery of full range of motion. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). B3: publication date. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown tibial component. Unknown femoral component. G2: foreign, event occurred in italy. G2: literature - vitale, u., matteo, a., ruosi, l., de dona, f., loppini, m., d¿amario, f. (2025). Similar clinical and survival outcomes between robotic-assisted cemented and cementless total knee arthroplasty. Arch orthop trauma surg 145, 485 https://doi.org/10.1007/s00402-025-06100-7. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.